Event description:
The customer contact reported that during testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in critical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).